Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device passed full inspection. The device had minor cosmetic wear and tear, minor scratches on the front panel, spacers and top cover. The cosmetic wear found doesn¿t affect form, fit, or function. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the visera elite ii video system center, when the tower was turned on, the processor would sometimes send a signal and sometimes would not. The unit had no signal and no image. There were no reports of patient harm.